Manufacturer narrative:
No technical inspection of the device was performed, as the customer confirmed the device works with no issues. The customer disclosed that the treatment was done by a previous employee that is no longer employed at their clinic. Investigation attributed the root cause to an incorrect technique: it seems the operator fired without full contact on the same spot several times, leading to full thickness burns. Patient's compromised circulatory efficiency most probably further contributed to a delayed healing and the observed necrosis. Nevertheless, the lesions are dry, not infected and gradual re-epithelialization is seen. A retraining has been scheduled for this clinic. On 24-nov-2025: follow-up report is submitted with additional information. B7 - typo was corrected. Despite several attempts to schedule a retraining for the clinic, they became non responsive. For the same reason, inmode could not obtain any updated information regarding patient's healing.

Event description:
Full thickness burns with necrosis on posterior leg and thigh following treatment with vasculaze.

Event description:
Full thickness burns with necrosis on posterior leg and thigh following treatment with vasculaze.

Manufacturer narrative:
No technical inspection of the device was performed, as the customer confirmed the device works with no issues. The customer disclosed that the treatment was done by a previous employee that is no longer employed at their clinic. Investigation attributed the root cause to an incorrcet technique: it seems the operator fired without full contact on the same spot several times, leading to full thickness burns. Patient's compromised circulatory efficiency most probably further contributed to a delayed healing and the observed necrosis. Nevertheless, the lesions are dry, not infected and gradual re-epithelialization is seen. A retraining has been scheduled for this clinic.